Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, after ablating the right inferior pulmonary vein (ripv), an inflation and deflation maneuver was done to retract the balloon catheter inside the sheath. With inflation, the balloon migrated from the right side to the left side of the left atrium. With the move toward the left sided veins, the balloon catheter and mapping catheter migrated to the mitral valve. The physician attempted to retract the balloon and mapping catheter back into the atrium but the mapping catheter loop became stuck. After maneuvering the mapping catheter and eventually removing it, the echo images immediately demonstrated a massive (grade four) mitral leak. When the system was removed from the patient it was observed that there was a knot at the end of the mapping catheter and a piece of tissue which appeared to be the cordae tendinae with papillary muscle attached. The patient was taken for cardiac surgery and had a mitral valve plasty and was reported to be "fine" post surgery. The procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, achieve mapping catheter with lot number 990063020/210424644, was returned and analyzed. Visual inspection showed the loop/array section was the only part returned, not the entire catheter. Tissue was attached to the loop. The loop/array was damaged and there was a knot between electrode 1 and the tip of the catheter. All eight electrodes were attached and in existence. A clinical issue was encountered during the procedure. Product analysis findings to not indicate any manufacturing related defect. In conclusion, the reported issue of knotted array and tissue damage were confirmed through testing. The catheter failed the return product inspection due to damaged tip/loop section, knot and tissue damaged which was attached to the returned product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.